Event description:
It was reported that the catheter tip broke off in the patient. The tip broke off while a cysto was being performed and tip was retrieved through the previously place scope.

Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. During the manufacturing process, there are 100% inspections for product integrity and length, the current process controls are intended to detect this type failure. The instructions for use state in the caution: "do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Do no over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." (B)(4).